Event description:
The tlc ii gave the alarm "hi temperature, replace". The wife switched him to their back-up tlc ii, and the patient was fine. The over heated tlc ii was swaped out for a replacement driver and sent to thoratec for evaluation.